Event description:
It was reported that the lead had t-wave oversensing, noise, artifacts, and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from helical channel. In addition, there was blood/body fluid on the distal conductor (not obstructed), the outer tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position. There were setscrew marks too proximal on the pin (is-1 connector leg). Over-retraction of the helix, while out of specification, does not relate to the complaint. Performance data collected from the device was analyzed revealing oversensing, with 3 - ventricular nst <=200 ms between (B)(6) 2011 21:41:41 and (B)(6) 2011 03:41:46.